Event description:
It was reported that the patient had their generator removed due to experiencing an increase in seizures after implant. There are no plans to reimplant. Additional information received from the physician noting that the cause of the increased seizures is unknown but possibly related to the vns. The increase was above pre-vns baseline levels, and the increase began soon after implant. The patient was started on a new medication for the increased seizures. The explanted generator has not been received by product analysis to date. No other relevant information has been received to date.